Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the lesion. The target lesion was 90% stenosed and located in the distal pedal artery. Following one pass of the oad on low speed, the device became stuck in the vessel. The oad was cut at the nose cone and a non-csi exchange catheter was inserted around the crown to remove the device. Removal of the device resulted in a one hour procedural delay. No additional treatment was performed on the initial lesion due to vessel spasm. Balloon angioplasty was performed on a second lesion in the lateral plantar area and the patient was in stable condition following the procedure.